Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 524 mg/dl at the time of the call. The customer had treated their blood glucose with the insulin pump and manual injections. Customer also reported their insulin pump was exposed to fluid. It was found the fluid exposed to the insulin pump was insulin. Customer stated the cartridge was leaking insulin. It was also found the insulin pump was vibrating without an alarm or alert. Customer also declined to troubleshoot for their high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.